Manufacturer narrative:
Conclusion: due to hardened contrast media in returned balloon unable to confirm leak in balloon. Root cause undetermined. Due to hardened contrast media in returned balloon unable to confirm leak in balloon. Root cause undetermined. (B)(4).

Event description:
During cas operation, the physician intended to use a guardwire advance device in the ica. No resistance was felt with mating devices during delivery. No lesion calcification or tortuosity present. Rate of stenosis unknown. The physician inflated the guardwire device to 5 mm in diameter at the ica to block the blood flow but the flow could not be blocked due to smaller size balloon diameter against the vessel diameter. The physician changed the inflation diameter to 6 mm and inflated the balloon, but the balloon ruptured. No abnormalities were noted during inspection and prep before the operation. The guard wire was removed and procedure completed with another brand of product. No injury to the patient reported. Device evaluation: the guardwire was received for evaluation. The balloon is baggy from inflation and filled with hard inflation solution. After being placed in a warm water bath the solution did not soften and later attempts to inflate the balloon failed. The gold marker is intact and extension wire and hypotube joint intact. Note - guardwire temporary occlusion <(>&<)> aspiration system is indicated for carotid use in japan but is the same as the guardwire temporary occlusion <(>&<)> aspiration system approved in us with coronary indication.

Manufacturer narrative:
Evaluation, results: (no conclusion available ¿ investigation in progress). Conclusion: conclusion not yet available (investigation in progress). (B)(4).